Manufacturer narrative:
(B)(4). Tiusanen, h. Et al. (2016). "Ranges of motion after reverse shoulder arthroplasty improve significantly the first year after surgery in patients with rheumatoid arthritis." Eur j orthop surg traumatol, 26, 447¿452. Doi 10.1007/s00590-016-1795-6. Reported event was unable to be confirmed due to limited information received from the customer. Review of device history records was unable to be performed as the part numbers and lot numbers of the devices involved in the event are unknown. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.

Event description:
It was reported in a journal article that following total reverse shoulder arthroplasty an unknown number of patients experienced twelve (12) unknown complications that were reported during seven (7) years of post-operative follow-up. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The journal article previously submitted with this report identified the "bigliani/flatow trabecular metal" shoulder manufactured by zimmer, inc, (B)(4). However, as this journal article concerns reverse shoulders specifically, and zimmer, inc does not manufacture bigliani/flatow reverse shoulders, it is assumed that the author is referring to the zimmer trabecular metal reverse shoulder, which is the only reverse shoulder manufactured by zimmer, inc. (B)(4).